Event description:
Procedure: gastrectomy. Patient sex: unk. According to the reporter: when firing the second load, the handle locked up and the return knob would not retract. The instrument was removed by cutting the pt side tissue. Another stapler was used to continue the case. There was no serious injury or bleeding reported. And the pt status is classified as "ok".